Manufacturer narrative:
The event of "swollen lymph nodes/glands" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, swollen lymph nodes/glands and migration.

Event description:
Patient reported "leaking and hard mass painful leaking into my lymphatic system now under my arm". Patient later reported "rheumatoid flare is causing me to be totally disabled". This record is for the left side. Device remains implanted.